Manufacturer narrative:
Correction it was determined that this event is a duplicate of MFR. Report # 0002249697-2014-03266. When available, investigation results will be submitted under this manufacturer report number.

Event description:
It was reported that the patient has pain in her femur and tight area. Patient reported that it feels like her hip is giving out and is scheduled for a revision on (B)(6) 2014. Left hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient has pain in her femur and tight area. Patient reported that it feels like her hip is giving out and is scheduled for a revision on (B)(6) 2014. Left hip.